Event description:
Caller reported a cgm error, specifically a cgm error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After resetting, the pump did not display the error code again, and the caller was able to successfully start their sensor session.